Event description:
Customer claims while closing shield before disposing of the needle, using the thumb pad to close the shield, it broke off and blood splattered in the worker's face. Needle was hard and inflexible from being kept in worker's bag in the car overnight. Staff member was splashed in the face with blood at a long term care facility and splashed water in eyes immediately. Followed up with family physician and nursing home. No samples were available for investigation.